Event description:
The iab leaked. That was the only info from the contact at the time of the initial report. The iab was not returned to co for eval. The iab was not released by the risk mgmt dept. Event complications: unknown-reported 10/17/96. Pt's current status: unk-rpt'd 10/17/96.